Manufacturer narrative:
Related manufacturer report # 2916596-2022-00863. Reports the system controller exchange and power cable disconnect alarms associated with this event. No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
Related manufacturer report number: 2916596-2022-00863. It was reported the patient's pump stopped in the middle of the night on (B)(6) 2022. The patient was asymptomatic at the time of the event. It was also noted that the patient noticed the "green pump run light" was off when the pump had stopped. The issue resolved with a system controller exchange. Technical services performed a review of the log files of the days leading up to the event and found intermittent low voltage advisory/hazard alarms as well as power cable disconnect events while on battery power. The event occurred on (B)(6) 2022 at 2:20 pm which lasted until the driveline was disconnected at 2:37 pm. The driveline was only disconnected for 30 seconds, but it was disconnected again at 2:38 pm and the pump was off for the remainder of the log file. It appeared the black power lead had trouble maintaining proper voltage, which caused the voltage events.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a pump stop associated with a driveline disconnect event; however the account reported the driveline was disconnected for a controller exchange. The reported system stop prior to the controller exchange could not be confirmed through review of the log files. It was reported the patient's pump stopped in the middle of the night on (B)(6)2022. The patient was asymptomatic at the time of the event. It was also noted that the patient noticed the green pump running light was off when the pump had stopped. The issue resolved with a system controller exchange. The submitted controller event log file captured intermittent atypical low voltage advisory and power cable disconnect alarms, as well as transient atypical no external power alarms beginning on (B)(6)2022 at 14:20:14 (reference the controller investigation). The driveline was disconnected at 14:37:09, consistent with the reported controller exchange. The pump appeared to operate as intended at the set speed while the driveline was connected. It was later reported that the reason for the driveline disconnect was a controller exchange. The patient was given a new controller and there were no further issues. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), and the heartmate 3 left ventricular assist system patient handbook, are currently available. Section 2 of the IFU, "system operations" (under "system controller warnings and cautions"), states "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Additionally, section 2 of the IFU, under "connecting the driveline to the system controller", provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 2 of the patient handbook, ¿how your heart pump works¿, also advises the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation¿. The patient handbook also explains that the pump cannot run without power. Both documents contain a section entitled, ¿alarms and troubleshooting,¿ that addressed how to properly interpret and troubleshoot all system alarms, including pump stop alarms. Section 8 of the patient handbook also contains a section on handling emergencies, which includes instructions in the event the pump stops. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment no further information was provided. The manufacturer is closing the file on this event.